Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The complaint of frayed wires was determined to be confirmed. Visual inspection verified the power extension cable was physically damaged in the form of frayed and exposed wires. A known working test power extension cable was used for performance testing due to damage to the one returned. The unit powered on successfully in conjunction with the test power extension cable with the power supply connected directly to it. Patient data backup was performed without errors using the returned gsm modem. The unit passed all frequencies in signal acquisition of the diagnostic test. The unit generated no software warnings or errors. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that there were frayed and exposed wires on the power extension cable of the patient electronics device. The patient electronics device was replaced and there were no adverse consequences reported by the patient.